Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a bruising event occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, during sensor insertion the patient experienced bleeding for more than 3 minutes and a hematoma occurred at the sensor insertion site on the arm due to the bleeding. The patient applied a topical antiseptic cream (betaisodona cream) to the area. Several days later the patient visited the hcp, and an oral antibiotic (cefaclor 500mg) was prescribed. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
3004753838-2024-338395 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable. The serious adverse event is being reported under 3004753838-2024-338579.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. The serious adverse event is being reported under 3004753838-2024-338579.